Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the activity logs did not find evidence to support the reported event. The electrode pads were not returned to zoll as part of the investigation. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued an "attach pads" message when 2 different sets of electrode pads were attached to this device. Complainant indicated that the clinician obtained another device to continue treating the patient. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.